Manufacturer narrative:
Device passed the displacement test, self test and active current measurement. However, device failed the sleep current measurement due to moisture damage on the electronic assembly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not had a low battery alert prior to the replace battery alert. Customer stated that battery cap was not loose, cracked or damaged. Customer reported that there was second occurrence of replace battery alert without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.